Manufacturer narrative:
A review of the mfg paperwork has been conducted. Results - the review of the mfg paperwork verified that this lot met all pre-release specs. Conclusions - aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis. Attempt(s) to acquire info required for this form were made by gore. Blank required fields indicate that the info was not provided, was deemed unavailable, or was not applicable. Also implanted in the pt was pcc141200.

Event description:
In 2003, the pt was implanted with the gore excluder bifurcated endoprostheses to treat an abdominal aortic aneurysm. In 2007, the aneurysm increased from 5.2 cm to 6.0 cm. In 2009, the devices were explanted because of aneurysm enlargement without endoleak. The pt tolerated the procedure.